Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 11/03/2024 found daily total of bolus insulin delivered to be 42.1 units. Successfully downloaded history files and traces using thump software. Successfully uploaded to care link and generated reports. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. ¿ the pump was received with minor scratches on lcd window, cracked keypad overlay, cracked retainer ring and scratched case. In summary, the pump passed functional testing. Customer allegation for pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Keypad/button unresponsive/button error not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, buttons not properly connected to the pump, crack on the middle button, and the pump making "weird sound when pressing them". The customer reported blood glucose value of 62 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Troubleshooting was identified. The event involved product(s) mmt-1886. Troubleshooting indicated that the pump requires replacement. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer believes the pump was over-delivering. The customer was able to upload to carelink. No further patient complications were reported. The customer would discontinue to use of the device, mmt-1886 was requested and the customer response was the device would be returned.